Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0yfxg, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient&#38112;system was removed due to infection on (B)(6) 2015. The ins would be replaced in the future. The issue was resolved and the patient was alive with injury of infection. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0yfxg, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the manufacturing representative reported that the patient had not had the replacement yet and the manufacturing representative was not sure how she was doing.